Event description:
It was reported that: "it was reported through the attorney for the pt, as a result of a legal lawsuit, that allegedly "the hip implant on (B)(6) 2008 failed due to the screw used to hold the cup fractured causing the cup to dislocate; which allegedly required a revision surgery on (B)(6) 2008."

Manufacturer narrative:
Summary of eval: the root cause of the reported event could not be determined due to the limited info provided. The request for medical records was performed by stryker orthopaedics' legal affairs dept. No additional info is available at this time. If additional info is obtained by the legal affairs team, this investigation will be re-opened and updated.